Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. Two angiojet® ultra xmi® thrombectomy sets were selected for a lower extremities thrombectomy procedure. During preparation of the first catheter, a check saline error message displayed and a leak at the pump bulb occurred. The second catheter was in use inside the patient when a check saline error message displayed and a leak at the pump bulb occurred. The procedure was completed with another of the same device. There were no patient complications and the patient was fine.

Manufacturer narrative:
Describe event or problem: additional information. Device evaluated by MFR: returned product consisted of a xmi thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Inspection of the device revealed numerous kinks throughout the shaft. Functional testing was performed by placing the device in the angiojet console. Functional testing showed a leak at the male connector with female luer during the prime cycle and a leak from a kink/broken shaft 25cm distal of the strain relief. The device would not prime and the ¿check saline supply¿ error was displayed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or irregularities were identified. The investigation conclusion is design specification as the device problem was traced back to the design specifications. (B)(4).

Event description:
It was further reported that the target lesion was located in the tibial vessel in the lower leg in the calf area.